Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she had been receiving lower readings from her adc freestyle libre sensor than readings received from the built-in meter and provided the following examples, obtained on (B)(6) 2018: sensor: lo at 8:23 (a reading less than 40 mg/dl) vs meter: 221 mg/dl at 8:23 and sensor: 70 mg/dl at 8:53 vs meter: 349 mg/dl at 8:53. It was also reported that on the same day, customer began to experience ¿nausea and a headache¿. Customer was taken to a hospital, diagnosed with diabetic ketoacidosis and treated with an unspecified amount of insulin, ¿zosren¿ and paracetamol.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported she had been receiving lower readings from her adc freestyle libre sensor than readings received from the built-in meter and provided the following examples, obtained on (B)(6) 2018: sensor: lo at 8:23 (a reading less than 40 mg/dl) vs meter: 221 mg/dl at 8:23 and sensor: 70 mg/dl at 8:53 vs meter: 349 mg/dl at 8:53. It was also reported that on the same day, customer began to experience ¿nausea and a headache¿. Customer was taken to a hospital, diagnosed with diabetic ketoacidosis and treated with an unspecified amount of insulin, ¿zosren¿ and paracetamol.

Manufacturer narrative:
This serves as a correction report. (Date of event) was incorrectly documented in the initial and follow up MDR reports. B3 has been updated to reflect case details.

Event description:
Customer reported she had been receiving lower readings from her adc freestyle libre sensor than readings received from the built-in meter and provided the following examples, obtained on (B)(6) 2018: sensor: lo at 8:23 (a reading less than 40 mg/dl) vs meter: 221 mg/dl at 8:23 and sensor: 70 mg/dl at 8:53 vs meter: 349 mg/dl at 8:53. It was also reported that on the same day, customer began to experience ¿nausea and a headache¿. Customer was taken to a hospital, diagnosed with diabetic ketoacidosis and treated with an unspecified amount of insulin, ¿zosren¿ and paracetamol.